Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: broken shell, missing piece of the shell, device appearance (the device is not weighed because it is incomplete and has no gel). A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on posterior(patch) side due to surgical damage. Missing piece of the shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient concern with the product and rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported they were "concerned about the recall.", "some itching around my areola" and "some pain when [they] move a certain way" on the left side. Healthcare professional reported left side rupture. Device has been explanted.